Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring and other outcomes following the procedure. The patient underwent cystoscopy, exploratory, sling takedown due to pain, stress incontinence, and voiding dysfunction on (B)(6) 2011. The patient underwent removal of suburethral sling due to urinary incontinence and pelvic pain on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent botox injection and physical therapy to pelvic floor and abdominal muscles, cystoscopy with biopsy on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent a cystoscopy on (B)(6) 2011 & (B)(6) 2012 due to pain & urinary incontinence; injection of marcaine around urethra scar (peripheral nerve block) on (B)(6) 2011 due to pain; genital femoral nerve block on (B)(6) 2011 due to groin and vaginal pain; straight radiofrequency ablation of the genitofemoral nerve on the right and the ilioinguinal nerve on the right on (B)(6) 2011 and (B)(6) 2011 due to genitofemoral neuralgia, ilioinguinal neuralgia & groin pain; superior hypogastric plexus block on (B)(6) 2011 and (B)(6) 2012, due to pelvic and genital pain; superior hypogastric block with neurolysis on (B)(6) 2012, due to pelvic pain; percutaneous tibial nerve stimulation (ptns) on (B)(6) 2012 due to overactive bladder symptoms of urinary urgency frequency & urge incontinence; superior hypogastric block with alcohol neurolysis on (B)(6) 2013, due to pelvic pain; placement of sacral stimulator for trial (st. Jude) on (B)(6) 2013, due to urinary incontinence and intractable pelvic pain; interstim implant trial on (B)(6) 2013 and interstim implant and botox injections on (B)(6) 2014, due to urinary incontinence & pain; and botox injections in (B)(6) 2014, due to pain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/27/2016.